Event description:
The patient was implanted with a left ventricular assist device. It was reported that data log files were submitted to the manufacturer for review due to pump power elevations up to 15 watts during taping of a driveline silastic tear. Pump powers decreased to 6 watts upon manipulation of the area. The patient was admitted and was kept on battery power. The data log file was reviewed by the manufacturer and did not contain any abnormal alarms or events. The following day, the manufacturer performed a percutaneous lead evaluation with a phase interrupter test and found the green wire to be open. A percutaneous lead distal end repair was performed. The patient was reported to be asymptomatic.

Manufacturer narrative:
Approximate age of device: 3 years and 2 months. The replaced portion (approximately 18 inches) of the percutaneous lead (lead) was returned for analysis. The lead was tested for electrical continuity in the condition that it was received, and the green wire produced an open circuit. Examination of the lead revealed breakdown of the braided shield at the terminus of the bend relief. Visual inspection of the wires in that area revealed that the green wire was completely fractured approximately 2.5 inches from the metal connector; the green wire is one of the redundant wires supporting motor phase 1. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires appeared unremarkable. If the exposed conductors of the green wire contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the power elevation that was reported by the account. No further information is available. The manufacturer is closing its file on this event. Placeholder.